Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the syringe plunger sensor was not working. The ribbon cable on the interconnect board was damaged. There was no patient involvement.

Manufacturer narrative:
D9: device was received on 7/17/2024. One device was returned for repair with complaints of syringe plunger sensor not working and ribbon cable on the interconnect board was damaged. Visual evaluation found top case is chipped in front corners and cracked under the tube holders, battery door is cracked, and right plunger case is cracked. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Event history showed syringe plunger not in place. Power up process and occlusion test were performed. First problem was not verified, no action taken. Second problem was verified and replaced interconnect board. Device passed all functional and delivery tests.

Event description:
It was reported that the syringe plunger sensor was not working. The ribbon cable on the interconnect board was damaged. There was no patient involvement.